Event description:
The end user reported the tension springs on each side of the safety bail were broken resulting in a malfunction of the safety bail movement. There was no patient involvement or adverse event associated with the reported issue. Troubleshooting was conducted with the customer and the identified replacement parts were provided to the end user for self-repair.